Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient was implanted with a spinal cord stimulator in 2013. The patient complained of complete loss of feeling in her legs immediately following surgery. The patient was taken back into surgery immediately to correct the issue. The patient was later told that it was due to lead placement. The patient reported that it was operator error and there was no product problem. This corrected the issue and she suffered no additional loss of feeling or negative outcomes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.